Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ambulance treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was treated by paramedics at his house for hypoglycemia. Patient stated that he was going to eat food and was going through a cold, he does not remember what the amount for the bolus was. He was not feeling well and did not finish the meal. He stated that he passed out and that his wife gave him a glucose shot (glucagon) and called the paramedics. The paramedics came and checked his blood glucose (bg) levels and stated that they were at 19 mg/dl. They treated him with a solution with sugar in it. The paramedics took his pod off and threw it away. When the paramedics left, his sugars were at 90 mg/dl.